Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.